Event description:
The customer reported to olympus that the elevator wire had cutoff during manual cleaning of the evis exera ii duodenovideoscope. The issue was found during reprocessing, and there was no patient harm associated with the event. The device was returned and evaluated, and the forceps elevator was found to contain foreign material, this has been attributed to insufficient cleaning. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the forceps elevator wire was completely cut off at the control unit side. In addition, the forceps elevator was found to contain foreign material. Additional evaluation findings are as follows: due to wear of the scope cover packing, water tightness was lost. The adhesive on the bending section cover was detached, the bending section had discoloration, the connecting tube had a wrinkle and the universal cord had a wrinkle. There was low angulation and the knobs were found to have play. Additionally, scratches were found on the following device components: scope cover, grip, switch box, right/left knob, up/down knob, universal cord, suction connector, scope connector cover unit, plastic distal end cover and light guide lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The following was answered: was the device reprocessed prior to being sent in for repair or without reprocessing due to failure on the device? The device could not be manually cleaned / brushed as forceps elevator wire was broken, making it loose. So, brushing is not adequately possible. So, we can say the device could not be adequately reprocessed. What was the foreign material? Not identifiable. Does the user inspect the device for any abnormalities before using it? Yes. Has this device been used on a patient with foreign material? No. Does the customer follow reprocessing steps as per instructions for use? Yes. Was the start of precleaning delayed after the procedure? No. Was the manual cleaning performed within an hour after the procedure? If this question is ""no"", was the presoaking done? Yes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by breakage of k-wire (knob wire/forceps elevator wire). The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): "IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. IFU: evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event." Olympus will continue to monitor field performance for this device.